Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. The physician was treating an 85% stenosed lesion located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. The physician wanted to use this 3.5x8mm quantum maverick balloon catheter to post-dilate a stent. During insertion, the shaft of the catheter was noted to be broken. The procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis loaded inside the carrier hoop, product pouch, and product carton with no other devices. Examination of the device found that it was in two pieces. The first piece measured approximately 51cm from the edge of the strain relief to the hypotube fracture site. The second piece measured approximately 91cm from the hypotube fracture site to the distal tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. The physician was treating an 85% stenosed lesion located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. The physician wanted to use this 3.5x8mm quantum maverick balloon catheter to post-dilate a stent. During insertion, the shaft of the catheter was noted to be broken. The procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)